Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported that a 55-year-old female patient on impella cp support experienced loss of pulses in the right lower extremity and as a consequence a distal perfusion catheter had to be placed. Flow was able to be restored in the right foot.

Manufacturer narrative:
The investigation into the patient's limb ischemia has been completed. The product was not returned for evaluation. The clinical evaluation follows: any device contacting the heart wall in conjunction with a poor patient condition could result in ventricular fibrillation/ventricular tachycardia (vf/vt) but since fluoroscopic imaging and/or sufficient clinical details were not provided, a relation between impella and the vf/vt is unable to be determined.